Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were not loading any patient or order information. A technical support specialist identified that the devices were not configured with any assigned areas. Explained to the customer that patient profiles and medication orders will only display when patients are assigned to a unit and the unit has an associated area linked to the device, confirmed that areas were already created on the customer¿s end but were not assigned to the devices in the server configuration. Clarified that, for example, a patient admitted under the unit would not appear on device if no areas were configured on that device. Advised the customer to assign areas to all devices and provided a screenshot for reference. Customer completed the configuration, and verification confirmed that the settings and patient visibility were restored on the device. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stations were not loading any patient or order information. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.